Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The user was treated for hyperglycemia caused by the interruption of insulin delivery. The pump was unavailable for use due to e7 error message and then power issue. A request was made for the return of the device.